Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) /2023. On (B)(6) 2023, the patient loss consciousness, the cgm was reading 100 mg/dl and the blood glucose reading was 40 mg/dl. The patient was given dextrose by her mother first who drove her to the hospital. In the hospital the patient was given more dextrose and at an unspecified point was feeling well and did not need to stay there. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.